Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was getting a low reading on the mobile app. During this time she had a headache and was thirsty. She called emergency medical technicians (emts). Upon arrival, they checked her bg and it was 176 mg/dl while the cgm still had a low reading. The patient was brought to the hospital and was treated with electrolytes. The patient was discharged the same day when her bg was 163 mg/dl. There was no cgm reading at the time of discharge because the sensor was removed. At the time of the report, the patient was doing well. A new sensor was inserted and the reading was 142 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).